Event description:
It was reported that customer had physical damage of insulin pump. It was reported that insulin pump was damaged at reservoir compartment and damaged at right corner of display screen. No further information provided.

Manufacturer narrative:
Unit had cracked reservoir tube lip, cracked display window and cracked case at display window corner. Unit had moisture damage on lcd/b. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).